Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm that discovered the issue instructed the hospital staff to leave the battery plugged in overnight, after which he returned the next day and observed that the batteries were fully charged. However, when the stm performed the battery runtime test, the batteries failed. To resolve the issue, the stm replaced the batteries and then completed the pm with full calibration, functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical service. The initial reporter named is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event was reported.